Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. It was also reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
And/or received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.